Event description:
Attorney reported: on (B)(6) 2007, patient underwent repair of a ventral hernia. Patient's hernia was repaired with a bard mesh. On (B)(6) 2009, patient was hospitalized due to infections caused by the mesh. On (B)(6) 2009, patient underwent surgery due to complications relating to her mesh, including a non-healing abdominal wall wound. On (B)(6) 2009, patient presented for additional surgery and underwent removal of the infected mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. The certificate of sterilization was reviewed and appeared complete and accurate. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.